Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) failed twice for no telemetry. The device was returned for analysis and to be scrapped. No patient complications have been reported as a result of this event.